Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed lesion was located in the severely calcified and severely tortuous left circumflex. The 3.0x15mm quantum maverick monorail balloon catheter was inflated for approximately 5 seconds and ruptured at 22 atmospheres. The number of inflations and to what atmospheres is unknown. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.